Event description:
It was reported that the patient had an existing competitor transvenous pacing system. During the implant procedure of the leadless implantable pulse generator (ipg) delivery system, the leadless ipg was placed however the thresholds failed after the second deployment and recapture was attempted. The delivery system tether became involved with the existing right ventricular (rv) lead. The leadless ipg tine came off when attempting to recapture the leadless ipg floated into the right atrium. A snare was used to successfully retrieve the leadless ipg from the tine side, however when the tether was cut, the tether was very resistant and could not be removed and the snared leadless ipg also becoming entangled and could not be removed. A thoracotomy was performed the next day to remove the leadless ipg ds. The leadless ipg ds was attempted not used. No further patient complications have been reported as a result ofthis event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the snare did not have the tine that broke off. It was also noted that the leadless ipg and equipment was left in the atrium overnight and removed the following day by thoracotomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that it is assumed that a non medtronic transvenous ipg from was probably implanted.